Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently unable to charge using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose (bg) level. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer indicated that the pump was able to charge successfully by using the replacement usb cable and wall adapter.